Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise over-sensing and low r-wave amplitude. The noise was reproduced with isometrics and caused pacing inhibition. The rv lead was turned off. The patient was in stable condition.